Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection 1 gram (route, frequency, and duration not reported), amikacin injection 150 milligrams (route, frequency, and duration not reported), reflin injection 500 milligrams (route, frequency, and duration not reported), and fortum injection 500 milligrams (route, frequency, and duration not reported) for the peritonitis. On an unreported date; antibiotic treatment with vancomycin and amikacin therapies was stopped, but antibiotic treatment with reflin and fortum therapies was ongoing at the time of this report. Dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.